Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 71mcg/ml; 21.271 mcg/day, fentanyl 5,000 mcg/ml; 1,497.9 mcg/day and dilaudid 21.4 mg/ml; 6.411 mg/day via an implantable pump. Indication for use was non-malignant pain. Other medications the patient was taking at time of the event was not available. The patient¿s weight and medical history were asked and will not be made available. The date of the event was asked but was unknown. It was reported the patient was hospitalized for a pump pocket infection. The patient was transferred to another hospital to have the pump and catheter explanted. The pump and catheter were explanted (B)(6) 2017 and will be returned to the manufacturer. The explanted product has to go to the pathology lab, per hospital protocol. It was unknown if the product was replaced. It was unknown if any environmental/external/patient factors may have led or contributed to the issue it was unknown if any diagnostics/troubleshooting was performed. It was unknown if the issue was resolved. Patient status was alive - no injury. No further complications were reported.